Manufacturer narrative:
On 5/14/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, it was observed that button area appeared deformed, additionally the implant was seems cloudy almost white. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. It is possible the implant deformed was caused by the stress occasioned to the shell by the capsular contracture. The condition when the gel was opaque ( white), can be generated due to combined triglycerides and free fatty acids that are more saturated that migrated into the gel of the device resulting in the normally clear gel to become cloudy. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown, tissue necrosis, and deformed device. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient who underwent primary reconstruction breast surgery with mentor memorygel breast implants (sm mpp gel 200 cc, date of implant (B)(6) 2018) has experienced right breast capsular contracture; baker grade unknown, and tissue necrosis. As per the report, there was necrosis around the tissue abutting the capsule. As a result, the patient underwent explantation of the device on (B)(6) 2020. Upon explantation, the device was unusual in presentation. Should more information become available, this case will be re-assessed and notes will be updated.